Event description:
It was reported to philips that the system failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing coronary procedure. The procedure was completed by using monitor in control room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to display images. Review of the logfile shows flexvision pc diskbay or frame grabber error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that there was no signal on flexvision, only a small philips logo on monito, leds on pcs were found ok. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found an issue with flexvision pc disk bay and grabber cards. To resolve the issue, fse replaced disk bay and 4 frame grabbers on flexvision pc. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned normally on the same system without delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.